Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed, as device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Previous investigation into this issue determined the root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a knee arthroplasty procedure that the instrument sheared off when putting it together. It still assembled and there was no effect on the patient. All pieces were retrieved. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.